Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a slice/cut in the tubing. The issue was found by a nurse while connecting the tubing to the intravenous (IV) bag. There was no damage on the tertiary packaging of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between 01/04/2015 and 01/15/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.